Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user tried transfusion into the catheter, which was somehow blocked and did not flow. The catheter was replaced with a new one to complete the procedure.

Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported they could not inject through the catheter. The customer returned one empty kit with an epidural catheter (reference attached files inp20029412). The returned catheter was visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears typical but used. Biological material can be seen between the inner coils, specifically at the distal end. No other defects or anomalies were observed. A functional flow test was performed on the returned catheter per amrq-000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into a lab inventory snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 7.4ml/min (c05180), which is within the specification of 1ml/min. No blockages were found. The reported complaint of being unable to inject into the catheter could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.

Event description:
It was reported that the user tried transfusion into the catheter, which was somehow blocked and did not flow. The catheter was replaced with a new one to complete the procedure.